Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. A surgical photograph was received and based on the evidence, it is believed the complication was the result of deck deflection. The result of tissues thickness and/or compressibility was beyond the ec60x devices ability to bring the tissue into thickness compliance. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic bypass procedure the surgeon fired an echelon stapler with a white reload on small bowel and found malformed/unformed staples in the middle of the staple line. No adverse patient consequence was reported. Device was discarded.